Event description:
Patient¿s continuous ambulatory delivery device (cadd) spouse reports that they have had two separate issues with cadd extension set received from two separate orders ((B)(6) 2025). Lot: 6026918 / expiration date: 01/30/2026. Spouse reports that they have had two instances where the patient's pump was giving an occlusion alarm but there was no visible blockage or kink in the tubing and the tubing was not clamped. Spouse reports that they were able to switch the patient to another continuous ambulatory delivery device (cadd) extension set (unknown if different lot number as not reported) to continue the infusion as appropriate. Registered pharmacist (rph) confirmed that there are no current issues at the time of report and the patient's infusion is running with no problems. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is not applicable as no pump alarm was reported. Pump return tracking information is not applicable as no pump issue was reported. Photographs were not provided. No additional info, details, or dates available. Did the reported product fault occur while in use with the pt? - yes. Did the product issue cause or contribute to pt or clinical injury? - not reported. Is the actual product available for investigation? In possession of pt at time of report. Did pharmacy replace product? - no. As spouse did not wish to schedule at time of report did the pt have a backup product they were able to switch to? - yes. Was the pt able to successfully continue their therapy? - yes. Is the therapy life-sustaining? - yes. What is the outcome of the event? - resolved.